Event description:
The cordless driver 2 was sent for evaluation due to metal shavings coming from the inside of the device during a procedure. The procedure was completed with the same device without any procedure delay. No metal shavings came in contact with the pt or surgical site. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.